Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. Add'l questions in regard to the incident have also been asked. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the blue insulation on the instrument jaw flaked off. It is possible that it was damaged by the reusable trocars used by the site. The piece of insulation was retrieved. There was no pt injury.